Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-1927bcf-1 batch 15416174 was received for evaluation. Visual inspection revealed that the screw/implant was cracked twice. A functional test was performed by moving the suture inside the shaft, and no resistance was found. The most likely cause of the reported and observed failure is a user error. Including improper bone preparation, excessive force, and/or misalignment of the insertion.

Event description:
It was reported that during a rotator cuff repair surgery the suture did not slide properly. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 16-dec-2025: it was further noted during the device investigation that the anchor broke.